Event description:
A 26mm diameter x 15mm diameter x 13.5cm length aneurx bifurcated stent graft and its components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm in 2002. Aneurysm and vessel morphology are unknown. The pt had a history of coronary artery disease, peripheral vascular disease and diabetes. In 2003, the pt presented with an acute onset of right leg pain and right foot pallor. Angiography performed on the same day demonstrated both mid portions of iliac limbs had moderate grade stenoses and the right iliac limb was completely occluded. Thrombolysis of the right iliac limb and artery was successfully performed. The bilateral iliac stenoses were treated with stent placement. Following the stent placement both iliac limbs were widely patent and there was good flow throughout the new stents. It was reported that the pt expired later that day due to bleeding after the thrombolysis procedure.